Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). A chest x-ray and lead revision were planned. No adverse patient effects were reported.